Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of undetermined length occurred. Data was evaluated and the allegation was confirmed as a signal loss over a hour. The probable cause was determined to be signal loss over a hour due to the transmitter and the app unable to establish a connection. The reported event of a signal loss of undetermined length is reportable based on the finding of a signal loss over a hour. No injury or medical intervention was reported.